Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la8505, implanted: (B)(6) 2002, product type: lead. Note fdp and fdd codes apply to the lead.

Event description:
The consumer reported the lead was broken and the stimulation was not covering the pain. There were no falls or traumas related to this issue. The patient stated the manufacturer's representative (rep) told her the #5 was out on the paddle lead and that the #5 connection was the one she needed to cover the pain. A different rep told the patient the initial rep should have caught the broken lead. It was noted the patient said she could not afford another surgery. The patient had a doctor's appointment on (B)(6) 2016. Relevant medical history included spinal pain. The manufacturer representative (rep) reported that the patient's appointment was with another neurosurgeon. It was noted that the patient was not getting stimulation like she had prior to the most recent surgery. The patient has not done anything other than her usual since the original implant. An electrode did show as being out; however, due to the lead being an octad, the rep was not able to program around it. The rep noted that the patient needed to be evaluated by a physician to learn more about the leads and their placement. The patient voice concern that the leads should have been replaced due to their age when the pocket revision was done. The rep noted that she was not there for the surgery, aftercare, or evaluation. The rep later reported not being aware of any malfunction except for one lead, noting that it was not covering the patient's pain at this point. The manufacturer representative (rep) clarified that the high impedance was discovered on (B)(6) 2016, on the electrode at fault. At that appointment, the rep found the impedance issue and was unable to program around the electrode; the rep indicated that the lead was working but the patient was just not getting the proper coverage. The patient was going to see a new neurosurgeon.

Manufacturer narrative:
Note: (B)(4).

Event description:
Additional information received from the patient reported that the patient is having a replacement of everything on or around (B)(6) 2016 to resolve the issue with the stimulation not covering the pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.